Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the manifold leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the unit failed the drive manifold test. To fix the issue, the fse replaced the defective drive manifold assembly. The fse then completed a full pm, and performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the manifold leak test. There was no patient involvement, and no adverse event reported.